Manufacturer narrative:
On (B)(4) 2015 - vilex received a dual thread screw in which the tips had broken. All broken pieces removed from the patient. On 12/28/2015 - vilex' quality department examined the screw and found no visual defects other than the tips being broken. All other measurements of the screw are within the device specifications. Qc determined this could have been caused by the screw coming in contact with very hard bone material of it was being forced over a bent wire. Without the wire, a complete investigation could not be conducted. After a review of vilex's complaint log, a complaint had been received regarding this same screw and lot in 2010. The same determination was made then. If more information should become available, a follow up report will be filed.

Event description:
Tips broke off dual thread (headless) screw.